Manufacturer narrative:
H.6. Investigation: bd has been provided a photo and a sample for catalog: 1073215 lot: 1810280 to investigate for this record. The foreign matter was identified as a printing foil particle outside the fluid path. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cute by the operator. When this situation happens, the machine stops automatically, and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. DHR showed no indication of the alleged defect.

Event description:
It has been reported that five syringe s2 5ml 23ga 1-1/4in have been found containing foreign matter before use. The following has been provided by the initial reporter: 5 syringes were noticed with black foreign matter in the barrel during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that five syringe s2 5ml 23ga 1-1/4in have been found containing foreign matter before use. The following has been provided by the initial reporter: 5 syringes were noticed with black foreign matter in the barrel during priming.